Event description:
A reported incident involving microclave extension set described leakage at the filter during infusion. There was patient involvement but no patient harm or impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.